Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that at the beginning of the procedure, the vizigo¿ sheath was prepared and rinsed as usual. When inserting the catheters, the dripping of the irrigation fluid from the valve of the sheath could be observed. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was exchanged for a new sheath and the procedure was completed without further incident. There was no patient consequence. The hemostatic valve leak is MDR reportable to the FDA.

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 22-may-2023. The device evaluation was completed on 02-jun-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken next to the introduction area. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the broken hemostatic valve was also assessed as MDR reportable. A device history review (DHR) was performed for the finished device (B)(6) number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d4. Expiration date and h4. Device manufacture date have been updated. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).